Event description:
The customer reported via phone call that they had recurring no delivery alarms and motor error alarms on their insulin pump. The customer also reported calling the paramedics on (B)(6) 2014 for low blood glucose. The customer's blood glucose was 19 mg/dl at the time of their low blood glucose event. The customer stated they were frantic and unable to see due to their low blood glucose. Customer stated the perceived cause of their low blood glucose was from prescribed medications. The customer also reported experiencing high blood glucose up to 400 mg/dl due to their prescribed medications. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.